Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, kidney disease /toxicity and lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box b : adverse event/product problem, outcomes attributed to ae updated. Box e : reporting address line 1, reporting address city, reporting address state, reporting address postal updated. Box g : report source - other updated box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, kidney disease /toxicity and lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.